Event description:
The customer reported to olympus, the cable on the evis exera iii colonovideoscope could no longer be moved, it was probably torn. During inspection and testing of the returned device, the air/water tube and cylinder were found to have debris, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event, this medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The bending tube was found to be deformed, causing the bending angle in the up direction to not meet specification. In addition to the findings reported in b5, scratches were found on the device, the scope body was cracked, a damaged up/down knob caused water tightness to be lost, the plate has a crack, a deformed angle shaft, caused the up/down knob to not securely lock, the flexibility adjustment ring was damaged, the grip was discolored, the switch box was discolored, the air/water and suction cylinders both had no color, the forceps channel had a dent, the scope cover was discolored, the label on the scope connector was damaged, the adhesive around the object lens was chipped, the light guide lens was cracked, the adhesive on the bending section cover was cracked and the connecting tube was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the root cause of the clogged nozzle: the foreign material was unable to be identified. It is unknown what caused debris to remain in the nozzle. It is possible that due to the leakage noted during the device evaluation, that reprocessing may not have been able to be completed properly. The IFU addresses this failure: the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.